Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specs. The insulin pump had missing end cap sticker.

Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The customer stated that the insulin pump stuck in a rewind mode. The customer stated that insulin was squirting out during the manual prime process. The customer's recent glucose reading was 275mg/dl. Troubleshooting was declined and customer insisted that his glucose level would drop more. Advised the customer to revert to back up plan. The customer did not feel comfortable and requested a replacement of the insulin pump. No further info was provided.